Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Off-label use (under (B)(6) at date of implant). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+1.5/082 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted, removed, and replaced with an alternate lens intra-operatively on (B)(6) 2022. The problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.